Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed for a button error and had no button response due to corroded keypad traces. No moisture damage was found inside of the insulin pump. The displacement, rewind, basic occlusion, occlusion, prime and no delivery tests could not be performed due to the keypad anomaly. The insulin was received with cracked display window corners, cracked battery tube threads, a cracked reservoir tube lip and minor scratches on the display window.

Event description:
It was reported by the customer that their insulin pump alarmed button error. Customer also stated they do not recall any significant events that lead to the issue or if the device was dropped but may have been exposed to moisture. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 47 mg/dl at time of reporting. Nothing further reported.